Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 20 mg/dl. Reportedly, customer initiated and delivered multiple boluses which subsequently decreased their bg level. Reportedly, customer was slurring her words, and lost consciousness. Emergency medical technicians were called and administered glucose intravenously until bg levels increased. The customer was instructed to consult with healthcare provider regarding bg level.